Event description:
It was reported that during a lysis of adhesion the ends of the device were sticking together on tissue when activated. Another device was used to complete the procedure. There was no pt injury. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned to good visual condition. Upon eval, the device operated as intended. The jaws fully opened and closed; the trigger, switches and levers were easy to operate; and the blade was able to extend and release freely. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted. As the device operated as intended upon eval, no conclusion could be made as to what may have caused the reported event.